Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001). H3 other text : see h.10

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function. The following information was provided by the initial reporter, translated from chinese to english: a large number of venous blood collection devices appeared at the blood collection window in the outpatient department. After the blood was drawn from the tail end, when the blood collection tube was pulled out, the rubber sleeve at the tail end could not rebound, causing blood to spill. The problem occurred in connecting the third or fourth tube, no more than 6 tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® flashback blood collection needle there was poor sleeve function. The following information was provided by the initial reporter, translated from (B)(6) to english: a large number of venous blood collection devices appeared at the blood collection window in the outpatient department. After the blood was drawn from the tail end, when the blood collection tube was pulled out, the rubber sleeve at the tail end could not rebound, causing blood to spill. The problem occurred in connecting the third or fourth tube, no more than 6 tubes.